Event description:
It was reported seroma was aspirated and sent for testing. Results grew out gram positive cocci. The patient experienced a fever, headache, and pocket infection. The culture was taken from the device pocket and type of organism cultured included gram negative cocci. The location of the issue or symptoms was the device pocket. It was unknown if antibiotic treatment was necessary. The onset/diagnosis date of the infection was not provided. The actions required as a result of the event included explant of the pump and catheter. The patient¿s status at the time of report was alive ¿ no injury. The pump was used to infuse an unknown type of drug. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4) implanted: explanted: product type programmer, patient (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) in regard to a patient receiving fentanyl (100 mcg/ml at 20 mcg/day) via an implantable infusion pump. The patient's pertinent medical history includes lumbar pls, cervical pls, asthma, cholecystectomy and allergies to morphine. The results of the seroma that was aspirated and sent for testing included cerebral spinal fluid (csf), 3+ wbc (white blood count), 3+ gram positive cocci, glucose csf 61, protein csf 168. The cause of the infection was not determined. The pump was explanted on (B)(6) 2015. The infection resolved.